Manufacturer narrative:
The reported events of exposure, low intraocular pressure and corneal edema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the events, product, and patient details has been requested. No additional information is available at this time. Device labeling: warnings the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis). To avoid the potential for implant damage (stent fracture or exposure), digital pressure following implantation of the xen®45 gel stent should be avoided.

Event description:
Healthcare professional reported patient aggressively applied digital massage causing the tip of the xen®45 gts to puncture through the conjunctivae at week 3 check up. Patient experienced hypotony with an iop of 6 and corneal edema in the left eye. Treatment was provided as sutured incision and was noted with a seidel negative test. The device remains implanted.